Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had open book image on the pump screen. The blood glucose level was 18.3 mmol/l at the time of incident. The customer advised the pump will need to be replaced. The customer advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer advised to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.